Event description:
The customer states that one patient generated an architect c8000 sodium assay result of 112 mmol/l. Controls were within specifications. The result was reported from the lab. The result was below the customer's lower limit for critical sodium values (125 mmol/l). The customer replaced the integrated chip technology (ict) module and retested the sample. A result of 148 mmol/l was generated. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up MDR will be submitted when the evaluation is completed.